Manufacturer narrative:
Film evaluation summary: the exact cause of the delivery system removal difficulties could not be determined from the pre-implant films and single returned photograph of the detached taper tip lumen. Images during implant were not available for review. Several pre-implant still images revealed that the iliac arteries were tortuous and extensively calcified; bilaterally. The photograph confirmed that the tapered tip lumen assembly was detached from the rest of the delivery system close to the stent stop. The root cause of the event could not be conclusively determined; however, the severe tortuosity and calcification likely contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. The left common internal iliac artery had calcification, severe tortuosity and stenosis. It was reported that there were difficulties during the removal of the endurant iis bifurcated stent graft delivery system. The physician repeatedly different methods of attempting to remove the delivery system, moving up and down, unsheathing and re-sheathing the taper tip, however, during the removal attempts the taper tip became separated from the delivery system, and the tapered tip was left within the vessel. The physician performed a cut down approximately 10 cm of the abdomen, then used another manufacturer¿s dry seal sheath and pta balloon to hold the taper tip in place and used a snare catheter was to retrieve and remove the tapered tip from the patient. Per the physician, the cause of the event was due to patient anatomy of calcification, severe tortuosity and stenosis. No additional clinical sequelae were reported and the patient if fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.